Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3: analysis of the desktop charger (serial# (B)(6) ) found a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since probably monday the pt noticed that their desktop charger (dtc) connector pin was damaged for the pin fell off. Pt was unable to charge their recharger for the recharger kept on shutting off and now the recharger won't turn on and the pt needs to charge their implant. Pt was unable to do an MRI last week since they did not have their recharger. An email was sent to the repair department to replace the dtc. Additional information was received. It was reported that patient called back stating that they receive the new equipment but they were unable to charge their implant. Patient said their implant was probably last charged last january and the patient would like to meet with a representative to get the implant started. Understood the implant was in an over discharged state. Patient mentioned they were needing an MRI for they had a mini stroke. Pt called back regarding trying to get their stimulator working and that it is possibly in overdischarge. Pt said they had health problems (surgery - documented in this case already, heart attack, and a mini stroke) and was now needing to charge their ins for an MRI pt needs to have to check on their mini-stroke. Pt said they still have not heard from reps after calling a couple days ago. Pt said they met with their hcp and was told they need to have that MRI done. Pt also mentioned they have an appointment with hcp on monday and would like to have MRI done at that time as well. Pt said the facility refused to do the MRI without pt being able to turn their ins off, so pt needs to meet with a rep. Pt called back because they still have not heard from a medtronic rep. Pt said that they have an MRI scheduled for september 1st, so they need to meet with a medtronic rep to address possible overdischarge. Pt mentioned health issues that were reported inthis case on the call. Pt also mentioned having difficulty with their speech and the speech isn't getting any better so they need to have the MRI done; understood this as the pt needed to get the MRI done to address the issues with their speech. Pt was very escalated and hard to understand at points throughout the call. They need someone to 'reset' the stimulator, pt's ins will not charge. Pt called again and said they still haven't heard from the mdt rep, pt says they desperately need an MRI and said "if I had gotten the MRI they might have been able to stop the stroke but no one responded". I told pt that someone from their hcp office called about 20 minutes ago. Suggested they call hcp office as its likely the rep has called them back by now. Patient called stating their doctor's office haven't heard from mdt rep and they haven't from the mdt rep either. Patient stated they had a mini stroke and they need an MRI tomorrow and they cannot get anyone to assist them with getting the MRI because their ins needs to restart / jumpstart. Patient stated they could not speak due to the stroke until the 10th when they started calling patient services (ps) to contact rep to restart the implant so they could have an MRI. Patient provided their primary care doctor name where they will be meeting with the local rep. Pt has been contacted and they were able to initiate a charge on their ins. Issue resolved.